Event description:
It was reported that during the implant procedure the ipg was placed into surgery mode. The physician used bovie. The ipg was rendered inoperable and could not be recovered. As a result, the procedure was completed with a second ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6)2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.